Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous proximal posterior descending coronary artery. The vessel was pre-dilated with a 2.0x8 mm balloon and the 2.5x18 mm xience xpedition stent was implanted at 16 atmospheres. Fluoroscopy after stenting showed dissection at the proximal end of the stent. Another xience xpedition stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.